Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Strips were not returned for this complaint. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (unique identifier (UDI) #) was incorrectly updated in the initial report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter cegc302-m0826 has been returned and investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were not within range specification. Control solution testing has not been started when control solution was applied. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.